Manufacturer narrative:
(B)(4). Two events were reported for this quarter. Two devices were received for evaluation. Two events were confirmed during testing. One device was found to have corrosion. One device was found to have compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. One event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.